Event description:
It was reported that during a lobectomy procedure, there were misformed staples. Overstitched by hand. No further information is available. There was no adverse patient consequence.